Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer is experiencing differences between his sensor glucose and blood glucose. Customer treated based on his sensor glucose level not his blood glucose level. Customer checked his blood glucose level it was 37 mg/dl and treated with glucose tablets. Troubleshooting was performed for the sensor glucose and blood glucose issues. Advised customer to check blood glucose before treating and explained he will see differences blood glucose and sensor glucose if blood glucose is not stable. Customer states he is calibrating 6-7 times a day and inputting incorrect or delayed blood glucose levels. Discussed calibration, explained using false calibrations can cause these issues. No further information was provided.